Event description:
It was reported that an ilet device displayed persistent low-battery therapy-stopped alerts and subsequently powered off despite being placed on a charger that showed a solid green indicator and an in-app charging status. Symptoms included therapy interruption. Outcomes included the need for user troubleshooting and inability to continue automated insulin delivery until charging and device function could be restored. Investigation included technical support troubleshooting and user education over the phone. Investigation of this case revealed a reported failure to charge and power loss during use, with the user noting debris on the device back and removing the case during troubleshooting. It was concluded that the event involved device power depletion with unresolved charging effectiveness; root cause remained undetermined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.